Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the stent moved on the balloon. Vascular access was obtained via the right brachial artery. The 80% stenosed target lesion was located in the moderately tortuous left common iliac artery. A 6f 90cm non-bsc sheath was placed. The 7.0mm x 20mm express ld stent system was advanced into the patient, but was unable to cross the lesion. The stent catheter was removed, and an unknown size of wanda balloon catheter was advanced for pre-dilation. The physician then noted that the stent had partially moved on the balloon. The procedure was completed with a 7.0mm x 27mm express ld vascular stent system. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the stent moved on the balloon. Vascular access was obtained via the right brachial artery. The 80% stenosed target lesion was located in the moderately tortuous left common iliac artery. A 6f 90cm non-bsc sheath was placed. The 7.0mm x 20mm express ld stent system was advanced into the patient, but was unable to cross the lesion. The stent catheter was removed, and an unknown size of wanda balloon catheter was advanced for pre-dilation. The physician then noted that the stent had partially moved on the balloon. The procedure was completed with a 7.0mm x 27mm express ld vascular stent system. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed no damage to the shaft of the device. There was no damage noted to the distal tip of the stent delivery system (sds). The stent was on the balloon of the sds however, the stent had moved proximally by approximately 1mm. There were crimp marks on the balloon where the stent had been originally crimped. The distal four rows of stent struts were damaged and slightly flared. No further issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).